Event description:
The customer reported several alarms. Troubleshooting was performed. The alarm did not recur. Instructed the customer to change the infusion set and to review the high bg rule. Later the customer called back and stated that they changed the infusion set and had the alarm again. Advised the customer to try a new reservoir and set. A day after, a nurse called and reported that the customer was hospitalized for dka. The customer was on insulin drip at the time of call. A self-test was performed with empty pump and passed. Then again with reservoir in place testing was performed and the pump under rotated.